Manufacturer narrative:
No device will be returned. During troubleshoot, the olympus technical support engineer instructed the customer to remove and reseat the dvi cable and the issue was resolved. The investigation is ongoing; therefore, the root cause of the reported problem cannot be conclusively determined. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
The olympus technical support engineer was informed via service inquiry that the customer 4k ultra high-definition liquid crystal display monitor has an image defect, ¿has a red image with dvi (digital visual interface) input¿. The customer reported problem was found during inspection before use. The scheduled procedure was completed using the same equipment. It was reported no death or injury occurred and no patient or other was harmed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue was resolved through troubleshooting. However, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.